Event description:
The initial reporter complained of discrepant high results for 8 patient samples tested for sodium (na) on a cobas pro ise analytical unit. The repeat results were performed on a different cobas analyzer. Patient 1 initial result was 150 mmol/l. The repeat result was 143 mmol/l. Patient 2 initial result was 149 mmol/l. The repeat result was 141 mmol/l. Patient 3 initial result was 146 mmol/l. The repeat result was 137 mmol/l. Patient 4 initial result was 149 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial result was 152 mmol/l. The repeat result was 143 mmol/l. Patient 6 initial result was 154 mmol/l. The repeat result was 147 mmol/l. Patient 7 initial result was 151 mmol/l. The repeat result was 141 mmol/l. Patient 8 initial result was 147 mmol/l. The repeat result was 139 mmol/l.

Manufacturer narrative:
The customer also received high qc results. The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the dilution cup for the analyzer was not being vacuumed completely. The service actions resolved the issue.